Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal left anterior descending artery that did not have any tortuosity. A 2.5 x 23 mm xience alpine stent was deployed at 10 atmospheres; however, optical coherence tomography (oct) showed that the distal and proximal parts of the stent were malapposed. Therefore, a 3.0 x 8 mm nc trek balloon catheter was used to post-dilate the distal and proximal parts; however, the stent was still malapposed. A 3.5 x 12 mm nc trek balloon catheter was then used for post-dilatation and the same issue occurred. Therefore, no further post-dilatation was performed as angiography revealed a good outcome regardless of the proximal and distal malapposed edges. There were no device issues noted with either nc trek balloon catheters. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. However, a conclusive cause for the reported difficulty deploying/wall apposition issue cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.